Event description:
Caller reported accidentally delivering too much insulin by completing the fill tubing step while connected to the pump. The blood glucose level was not reported to be below 54 mg/dl, which indicates no adverse impact. Customer was advised to monitor blood glucose levels closely and to follow the prompts on the pump screen to avoid accidental insulin delivery in the future, with a recommendation to follow up with their healthcare provider if needed.